Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and speaker sounded. The reported event of no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 07/25/2017, that on (B)(6) 2017, the patient experienced no audio output and an adverse event. It was reported that while the patient was admitted to the hospital they experienced no audio on the receiver; however, the receiver was showing data and vibrating. It was indicated that the patient was having a low event. The reporter did not wish to provide further event information. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.